Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device recorded a battery voltage of 2.62v approximately 31 months after implant.

Event description:
It was reported the device reached premature battery depletion . Review of device data found no reason for the rapid depletion and the possibility of a component defect was noted, which could cause depletion faster than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.